Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed multiple times. Blood glucose was 578 mg/dl and ketone level was large. Customer went to the emergency room and was admitted to the hospital. Ketones were considered as being dangerous by a healthcare provider. Intravenous fluids and insulin injection were administered. Contact terminated call with tandem technical support (cts) prior to obtaining additional information. Hospital clinical diabetes educator thought that the occlusion may be infusion set site related; however, as cts was unable to perform a pump system check at the time of the report, cause of occlusion could not be confirmed. Tandem clinical diabetes specialist provided a different type of infusion set to the customer.